Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4 (catalog, serial). The cause of the fluid leak was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 68 year old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 3 of support, while in the intensive care unit, it was reported the impella was repositioned and the md that was repositioning toque it too much which he believed caused bleeding from the tb lock. Once the impella was pulled back and toque straightened out, the bleeding stopped. The patient continued to receive support from the cp. On day 6 of support, care was withdrawn and the patient expired. The reported bleeding may occur in the setting of impella cp support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, and device position; but there was no lasting harm or injury reported. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage e.

Manufacturer narrative:
B1 selection was added as it was omitted from the initial report that was submitted. H11 additional information was received. The patient expired with the pump in place. Therefore, the device is unable to be obtained.